Event description:
It was reported that the device was stuck on the tissue during a repair of a zenker's diverticulum. The surgeon states that he had pried the handles apart and broken the housing. Add'l info provided per the engineer regarding the push rod. Surgeon states he was able to free anatomy from device. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: the device was rec'd disassembled and with partially fired cartridge present. No functional testing could be performed due to the condition of the device, however it was noted that all the firing trigger teeth were broken. No conclusion could be reached as to how the device became disassembled.